Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a bent intraocular lens (iol). There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information as provided in b.5., d.11. And e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the lens was bent during the surgery. There was no patient contact. The procedure was completed with a new lens. The surgeon is unsure of what caused or contributed to the event.